Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call on the instrument. The cse ran quality control, resulting within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then repeated on an alternate instrument, resulting lower than the initial result and matching the repeat result obtained on the original instrument. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00157 was filed on march 30, 2016. Additional information (03/10/2016): the siemens customer service engineer also replaced a pinch valve. The instrument is performing according to specifications. No further evaluation of the device is required.